Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason(s) for reoperation is/are: "capsular contracture, baker grade iii". The following reported event(s) is a/are physiological complication(s), and device analysis typically does not help allergan determine the cause: "capsular contracture, baker grade iii."

Event description:
Patient reported "inquiring regarding the warranty on silicone implants". Later healthcare professional reported "capsular contracture, baker grade iii". The device remains implanted. This record relates to the left side.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6.

Event description:
Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: h6.

Event description:
Patient reported "inquiring regarding the warranty on silicone implants". Later healthcare professional reported "capsular contracture, baker grade iii". This record relates to the left side. The device was explanted.